Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for high and low blood glucose readings. The blood glucose reading at the time of the report was 146 mg/dl. Customer also reported that she had lost the transmitter. Nothing further was reported.